Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the unit was tested on the final test rig against the final test parameters. The investigation concluded that the unit operated within specification. The output signal measured 9.30 millivolts (mv) which is within the specification range of 9.00 mv to 13.00 mv. No observations of any abnormalities were observed when the unit was dismantled. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product surveillance technician (pst) observed the initial sensor output to be low and the sensor could not pass calibration. The log entry indicated that the system perceived the sensor output as out of range.

Event description:
The service repair technician (srt) reported that upon receipt of the device, the electronic patient gas system (epgs) oxygen (o2) sensor failed o2 analyzer calibration. There was no patient involvement.